Manufacturer narrative:
The device was serviced on-site by a field service technician. An alarm log review, service history, functional testing, and visual inspection were performed. The occlusion was not identified during device evaluation; however, a f-94 (configuration option settings checksum is not 0) alarm was identified during the alarm log review and functional testing. The cause of the f-94 alarm condition was determined to be damaged batteries. To correct the condition, the main battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump reported occlusion. This occurred before use. There was no patient involvement. No additional information is available.